Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection between the minicap transfer set, cassette, and connection shield. The connector was stuck in the connection shield and the patient was not able to disconnect from the cycler after peritoneal dialysis therapy. The event occurred after use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: during follow up, it was clarified that there was a connection issue with the connector of the minicap transfer set only. Based on the additional information received, the cassette was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.